Event description:
It was reported that when the the hand piece was hooked up on the harmonic, it started to run the cycle and then said to tighten the hand piece. The hand piece was tightened and then it said to replace the hand piece. There was no patient injury, medical intervention, adverse consequences, or surgical delay. The procedure was completed successfully.

Manufacturer narrative:
Upon further review, it was determined that this report was out of scope of the two year reporting cycle that was initiated for distal gasket damage.

Event description:
It was reported that when the hand piece was hooked up on the harmonic, it started to run the cycle and then said to tighten the hand piece. The hand piece was tightened and then it said to replace the hand piece. There was no patient injury, medical intervention, adverse consequences, or surgical delay. The procedure was completed successfully.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator using the appropriate hand piece. The scalpel was tested and failed with two "tighten assembly" errors (after which the assembly was tightened) followed by a "replace instrument" error. The device was examined further and a build up of tissue/ fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid/tissue to rise up the rod. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod.after further investigation completed on (B)(6) 2015 in a corrective and preventative action (CAPA) for tissue build up, the root cause of tissue/fluid build up was determined to be damage to the distal gasket. Corrective action has been taken to mitigate the occurrence of this issue. The reported event will continue to be monitored through post-market surveillance.